Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45, lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance trend has been trending downward and is exhibiting low impedance. The lead was also reported to be oversensing. The rv lead is still in use and there are no current plans to reprogram. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.